Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed de novo lesion was located in a non calcified left circumflex artery. The lesion was predilated with a 2.5x12mm apex balloon that was inflated to 10 atms. A 3.0x12mm liberte' bare metal stent was advanced to the lesion, but could not cross. When the device was removed from the patient it was noted that the proximal end of the stent was damaged. The procedure was completed with another device. No patient complications were reported. Patient status is listed as good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed de novo lesion was located in a non calcified left circumflex artery. The lesion was predilated with a 2.5x12mm apex balloon that was inflated to 10 atms. A 3.0x12mm liberte' bare metal stent was advanced to the lesion, but could not cross. When the device was removed from the patient it was noted that the proximal end of the stent was damaged. The procedure was completed with another device. No patient complications were reported. Patient status is listed as good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device found that the distal edge of the stent was damaged. The distal struts were misaligned. No other damage was present along the entire length of the shaft. It was possible to insert a mandrel through the tip and wire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).